Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacture representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a loss of symptom relief. The patient had 40 radiation treatments for prostate cancer between (B)(6) 2020 and (B)(6) 2020. The patient¿s device was working well until the radiation treatments began. It was said that now symptoms are just like before ins placement. Impedance check was ok, and the patient¿s program was changed on (B)(6) 2020. The healthcare professional indicated that it is normal for a patient¿s bladder to act up after radiation therapy and time should resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that patient was instructed that the bladder needs time to heal after radiation therapy so the intervention is waiting. This was just diagnosed yesterday. Waiting is underway. The healthcare provider was notified.